Event description:
Customer reported at least three cases of women in their (B)(6) who had mid-day urine samples that tested negative using the henry schein urine cassette test. The last menstrual period of these pts was about 5-6 weeks prior to testing. Pts showed early pregnancy symptoms. Serum quantitative testing was ordered on the pts the same day and all three serum quantitative results were positive (readings not available).

Manufacturer narrative:
Retain testing: lot number(s): hcg1020592. Expiration date(s): 11/2012. Control: 25miu/ml hcg urine control lot: hcg110328-01; 100miu/ml hcg urine control lot: hcg110307-01; 260.1 in/ml hcg urine control lot: hcg110218-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. (N=4). The 100miu/ml hcg urine (control yielded clearly positive results at 3 minute read time. (N=3). The 260.1 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. For testing summary on returned product, see page three. Return testing: lot number(s): hcg0120592. Expiration date(s): 11/2012. Control: 25miu/ml hcg urine control lot: hcg110328-01; 100miu/ml hcg urine control lot: hcg110307-01; 293.81iu/ml hcg urine control lot: hcg110216-04. Summary results: the return devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yield clearly positive results at 3 minute read time. (N=5). The 293.8iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from return testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain and return devices. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No product deficiency was established; no corrective action required at this time.